Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the unit had incomplete mesh. The event took place during meshing of previously recovered cadaveric skin. There was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On january 28, 2019, it was reported that the unit had an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) twenty one times as documented in the repair reports in livelink. The last repair was july 18, 2018 where it was reported that the device produced an incomplete mesh and the roller, roller gear, shoulder bolts and washers were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was july 18, 2018 where it was reported that the device produced an incomplete mesh and the cutter produced an incomplete cut after the collars, bushings and gear were replaced and was deemed non-repairable. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was may 28, 2015 where it was reported that the device required preventative maintenance and the cutter produced an incomplete cut and was deemed non-repairable. This is not a related issue. Product review of the skin graft mesher on february 5, 2019 revealed that the comb, side plates and roller gear were damaged. The calibration was out of specifications. The 1.5:1 ratio cutter serial number (B)(4) and 2:1 ratio cutter serial number (B)(4) were both tested and found to not produce passing sample meshes. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 5, 2019 which included replacement of the side plates, comb, roller gear and silicone feet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb, side plates and roller gear were damaged. The calibration was out of specifications. The 1.5:1 ratio cutter serial number (B)(4) and 2:1 ratio cutter serial number (B)(4) were both tested and found to not produce passing sample meshes. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb, side plates and roller gear were damaged. The calibration was out of specifications. The 1.5:1 ratio cutter serial number (B)(4) and 2:1 ratio cutter serial number (B)(4) were both tested and found to not produce passing sample meshes. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.